Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by mother that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 560 mg/dl while wearing the pod between 36 and 48 hours; bg levels reached over 800 mg/dl at the hospital. Symptoms reported include hyperglycemia, vomiting, nausea and the presence of ketones. The patient was taken to hospital, pod was removed and patient was treated with 2 drips of intravenous fluids (saline with potassium and insulin). The patient was released after spending 3 days in the hospital. The patient's blood glucose history is as follows: (B)(6).